Event description:
Raindrop corneal implant was implanted in 2016 when I was having trouble reading small print. After initial improvement my vision deteriorated past the original state. I went to have the implant removed on (B)(6) 2021. I was told that it would take several months for vision to return to what would be normal. I now have cloudy vision in the left eye and cannot use it to read or much of anything else. I am unable to focus my eyes and get continuous headaches, eye aches, dry eye, and nausea, as well as issues with depth perception. Rvo 2.0 inc., (B)(6). FDA safety report ID# (B)(4).